Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: a sample was not returned for evaluation. Photos of the customer sample shows evidence of separation of the cannula. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5275726. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Bd has initiated (B)(4) to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that a bd vacutainer® urine collection kit collection straw was separated from the holder before use and another during use. No injury or medical intervention.